Event description:
The customer reported via phone call that the transmitter on charger is not charging and led anomaly. Customer's blood glucose was 458 mg/dl. The customer was advised that the minilink would replaced. Customer was advised to program new minilink ID in insulin pump upon arrival.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.